Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. The alleged occlusion was verified in the pump logs; however, the investigation for the occlusion could not be completed as the cartridge was not returned. Different issues were identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. The customer reloaded the existing cartridge and was able to resume insulin delivery. Subsequently, an occlusion alarm occurred. The customer was able to clear the alarm and resume insulin delivery. The customer declined further troubleshooting with tandem technical support. The customer's blood glucose level was 306 mg/dl. The customer had manual injections available as alternate insulin therapy.